Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implanting physician has noticed "for a long time" that the right ventricular (rv) lead has a portion of the helix screw protruding out of the tip. He does not routinely exercise the helix prior to a procedure; however, the physician is concerned about the helix tip catching on patient anatomy during implant. No patient complications have been reported as a result of this event.